Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 3p25, that has a similar product distributed in the us, list number 2r98, and a 510k/PMA/bla number k191595.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results for a male patient. The following data was provided: (B)(6) 2026, sid (B)(6): initial result = 1545.1 pg/ml the patient was retested at the hospital and generated negative results with an unknown method. The original sample was repeated: 2614.2 pg/ml and 2952.6 pg/ml no impact to patient management was reported.